Event description:
Et tube cuff was checked prior to intubation. Pt. Was intubated without incident. Thirty min. After intubation cuff was found to be deflated. Pt was having shoulder surgery and was in the beach chair position. Surgery was stopped to place pt supine and reintubate.